Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected vibration noted during testing. Successfully downloaded history files and traces using thump and carelink. In further full review in the pump history file/ trace and found no unexpected no delivery/occlusion alarm in the event date of 23-apr-2024. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (22.9 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor deep scratched on lcd window, scratched case, cracked select button keypad overlay and pillowing keypad overlay. Audio/vibrate anomaly/absence of alarm was not confirmed. Cosmetic damage confirmed at the lcd screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported a damage to the screen and vibrate anomaly. The customer reported blood glucose value of 80 mg/dl and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-399a, mmt-332a, mmt-1884, mmt-7040a. Troubleshooting was performed for cosmetic damage and customer declined troubleshooting for hypoglycemic event. No harm requiring medical intervention was reported. No product return is required for mmt-399a. No product return is required for mmt-332a. Mmt-1884 was requested for return and customer response was the device will be returned. No product return is required for mmt-7040a.